Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt mentioned that their first ins only lasted from 2008 to 2015 which was only 7 years. No symptoms were reported.  See pe 705009888 for por.